Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. It was reported that there was a plan to change the catheter a week after insertion but, it was impossible to deflate the balloon. It was also reported that when they cut the funnel and inserted the guide wire into the lumen, it was possible to deflate the balloon. Device was used on a pt however; no physical harm to the pt was reported. A final quality evaluation was performed on (B)(4) 2014. One used device was returned for investigation. The product showed no sign of material degradation or discoloration. Upon closed examination there were no signs of visual defect observed. The balloon could be easily inflated and easily deflated. No sign of collapsed inflation lumen inside the balloon was observed. Portion of inflation funnel was examined under magnification and no obstruction was observed at the "y" site of the inflation funnel junction. No restriction was felt when the inflation lumen was gradually inserted with a fine nylon wire. Based on the investigation results, the returned sample met specification. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted.

Event description:
A non-deflation issue was reported.